Manufacturer narrative:
Com: c50190 (stent) the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 13th, 14th and 15th distal stent segments with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute stent to treat a moderately tortuous and severely calcified lesion with 85% stenosis in the lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The physician reported that the stent failed to cross the lesion due to intensive calcification, upon which the stent strut damage was seen. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The procedure was finished using a non mdt stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury reported.